Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the stylus/cursor do not align; overlay found out of electrical specification. Analysis also found the stylus cable insulation was damaged (stylus functional). (B)(4).

Event description:
It was reported that the programmer pen did not work. The programmer has been returned for repair. No patient complications have been reported as a result of this event.